Event description:
The complaint of noise was previously reported on (B)(6) 2014 in MFR 2017865-2014-17951. It was reported that patient presented in operating room for routine eri generator replacement surgery and noise exhibited on the right atrial lead. The chronic mode switch episodes were believed to be due to insulation abrasions on the lead body. The clinician repaired the lead body with medical adhesive and the lead remained implanted. The patient was reported to be stable and recovering post operation.